Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section, add a patient code to the h6 section and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received 29august2019: the procedure performed was a cardiac angiogram. The blood loss was less than 250cc.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported upon the glidesheath slender sheath insertion into radial artery, there was difficulty advancing the sheath completely. Once the dilator was removed with the wire, blood spurted through the valve. The sheath was intact on removal. There was no harm or injury to the patient.